Event description:
The clinic reported that a laser vision correction patient presented with loose corneal epithelium inferior (1/3) in left eye at his one month post op visit. Uncorrected visual acuity (ucva) was 20/200 in left eye (pinhole 20/40). Surgeon prescribed muro 128 drops four times a day in left eye, muro 128 ointment every bedtime in left eye. Dilation clear and unremarkable. Patient complained of decrease distance and near acuity, blur vision in left eye for a couple of weeks. He reported that he sleeps on his side and left eye feels dry with no pain or redness. Bcva: right eye pre-op 20/20 post-op 20/20. Left eye pre-op 20/20 post-op 20/200.

Manufacturer narrative:
(B)(4).the clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.